Event description:
High impedance was observed from a system diagnostic test performed. The device was not disabled and further programming was performed. No additional relevant information has been received to date. No known surgical interventions have occurred to date to replace the lead.